Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced dka. The patient described that sensor was not working and the patient was not receiving any insulin from the pump. The patient was taken to the hospital and treated there with IV insulin drip, they were planning to transition her to basal bolus injections. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 health effect impact code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced dka. The patient described that sensor was not working and the patient was not receiving any insulin from the pump. The patient was taken to the hospital and treated there with IV insulin drip, they were planning to transition her to basal bolus injections. The patient was admitted to the ICU due to the diabetic ketoacidosis experienced. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.